Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem (solid yellow light) was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem (solid yellow light) appears to be related to operational context. The guidewire was noted to be kinked/bent throughout, which was the cause for the confirmed electrical issues and the reported solid yellow light. The noted corrosion is consistent with the returned condition of the guidewire (returned with liquid filled hoop) and is also unrelated to the reported event. The observed distal tube break is consistent with being damaged after or during use, but is not directly attributable as a cause for the reported communication problem. In this case, it is likely that the guidewire damage occurred due to the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during use with the pressurewire x, wireless device, calibration was successful. The device was to be used in the left anterior descending (lad) lesion. However, the pd connection failed and equalization was unsuccessful. The transmitter light was steady yellow. Therefore, the device was removed from the patient and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the distal tube was separated (not in two pieces) at the distal end of the proximal tube and there was corrosion at the noted separation, between the distal tube and the proximal tube. No additional information was provided.